Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at proximal region of the lead consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.